Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose bg levels since starting to use the pump for insulin therapy. Bg values not provided. No issues were identified with the pump or related supplies. No additional information was available.